Event description:
Same case as MFR report #: 2134265-2009-07406. Event was determined to be reportable based on analysis completed on 11/23/2009. It was reported that during a percutaneous coronary interventional (pci) procedure, difficulty loading the rotalink plus over the rotablator guide wire was encountered. The procedure was successfully completed another of the same rotalink plus and the same rotablator guide wire. It was further reported that the rotablator guide wire fracture did not occur inside the pt. No pt injuries or complications were reported. The pt's status was reported as "good". Returned device analysis revealed a fractured rota wire.

Manufacturer narrative:
The rota wire was returned loaded/inserted in the rotalink plus. Part of the spring tip was fractured and missing from the rota wire. The remaining part of the spring tip was stuck in the bur. Visual examination of the returned device revealed kinks along the entire length of the rota wire. The rota wire shows the distal tip fractured with elongated spring coils. The fractured distal core wire was submitted for scanning electron microscopy (sem) fracture analysis. Fracture analysis results indicated that the fracture surface exhibited fatigue striations, micro cracks, and a fibrous appearing structure that is actually grain boundaries running in the longitudinal direction. The fracture occurred as a result of fatigue in a bending overload direction. The wire outer diameter was with specifications. No material anomalies were noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).